Event description:
Allegedly, eprd reported 3 new complications for profemur® gladiator femoral component (3 dislocations). No further information was reported. This incident is capturing 3 dislocations.